Event description:
Lordotic spacer implant broke during placement. The physician was placing the spacer between l4-5. The space was tight after placement when he was trying to remove the implant instrument, the spacer broke. Additional time was spent trying to remove piece of implant that remained and the physician was unable to do so. Remaining piece was left in space. Patient and family informed of same. The contributing factor may be a defective spacer.